Event description:
Additional information reported there was battery depletion. The patient had been unable to synchronize the programmer with the device. The patient had been experiencing increased urinary frequency as a result of the device not working. The battery was determined to be dead. The battery was replaced and the event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not get their stimulator to turn on. It was noted the patient tried changing the batteries and it was stated they noticed this the morning of report. It was stated the patient was not able to make an adjustment either with or without the antenna attached. It was noted the patient didn¿t feel stimulation and they usually could and the patient noticed this the week prior to report. It was stated the patient¿s symptoms had returned as well. It was stated the patient¿s device had no telemetry with and without the antenna. It was later reported the patient had a loss of therapeutic effect and a loss of bladder control. It was noted the patient received a new programmer and it did not work either and they were getting the question mark. It was stated the patient tried with and without the antenna. It was reported the patient was still not feeling stimulation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v465540, implanted: (B)(6) 2010, product type lead; product ID 3093-28, lot # v465540, implanted: (B)(6) 2010, product type lead. (B)(4).